Event description:
It was reported that the customer had a black display on the insulin pump. The customer's blood glucose level was 349 mg/dl. The customer was corrected with shot.. The troubleshooting was performed. The customer was advised to clean the battery cap contract with a cotton and isopropyl alcohol. The patient was advised to insert new aaa alkaline battery. The customer stated that the display did return. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to corroded battery tube. No blank display noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed battery test. Insulin pump received with minor scratches on lcd window, and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.